Event description:
It was reported that patient had an infection that caused patient to have septic. The patient underwent an explant procedure where all devices were removed and will not be return per hospital policy. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6).